Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported the device was warm to touch and the device alarmed with a s233 (overtemperature-pcs) malfunction alarm code. The device was returned to the biomedical dept from the 5th floor with an unsigned note that stated, "overheating." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and was warm to touch. Though requested, no additional information was provided